Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/04/2025. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact heater wire. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation. The shaft of the device was observed to be bent at the center of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Final testing was not conducted due to the bent shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "device remains activated" was not confirmed, however, the analyzed failure "material twisted/ bent shaft" was observed. The lot # 3000359540 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 would not stop cauterizing even when the jaw switch was released. A new device was used and the operation was completed without issue, with no impact on the patient. There were no procedural delay